Event description:
The customer reported an issue regarding new way super tampons (batch number 2094895). She has been using this product for a long time without any prior problems. However, with the current box, she experienced a recurring defect. On three separate occasions, the tampon did not remain intact during removal. Each time, a portion of the tampon detached and remained inside after removal. Given that this issue occurred repeatedly, the consumer indicated that it is unlikely to be a one-time issue. She is concerned about the reliability and quality of this specific batch and requests that the matter be investigated.